Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the pump did not provide an alarm or otherwise indicate there was any delivery issues however the patient felt that they were not getting the insulin that was programmed into the pump. The reporter stated that the patient had a blood glucose (bg) of 680mg/dl with symptoms of dehydration. The patient was hospitalized, treatment information was not provided. This report is being made due to the bg excursion experienced due to an alleged history settings issue.